Event description:
No osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, mobility, asymptomatic. Patient has drug or alcohol abuse and xerostomia and is a heavy smoker.